Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. The instrument was received engaged with the reload. The instrument firing knobs were slightly advanced leaving the reload jaws in the clamped position. The instrument firing knobs were retracted fully, allowing for release of reload jaws. The reload was unloaded without difficulty. Further functional testing of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The firing knobs were not fully retracted after firing the device. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during the procedure. There was difficulty unloading the device because the jaws would not open. The stapler did not fire. The reload locked on tissue but was removed by force. No known impact or consequence to patient.